Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced early-morning hypoglycemia after approximately ten days of pump use, with the most recent event occurring before waking and a blood glucose of 59 mg/dl that was corrected with oral glucose; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia and anxiety. Outcomes included the need for medication intervention. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.